Event description:
The customer reported that erroneous low sodium (na) results were generated from an au400 clinical chemistry analyzer for multiple patients. Beckman coulter inc assessment of customer supplied data indicated the involvement of six patients whose initial na results were low. Upon assay/instrument recalibration and repeat testing on the same instrument the six patients' repeat na results were approximately four units higher. The erroneous na results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. Other patient results were provided but were not questioned by the customer as part of this event. No patient specific information or additional sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. Fse replaced the ion-selective electrode (ise) reference valve. The fse primed the instrument and performed a calibration and quality control assessment to verify the repair. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause of this event is an effected ise reference valve.